Event description:
Upon insertion by the physician of the 29 mm stapler into the anus, the anvil and stapler were brought into approximation with precision. The physician proceeded to take the device through the firing sequence with no obvious signs of problems. After the firing, sequence was completed both the proximal and distal segments of colon fell apart out of the stapler housing. The stapler did not deploy any staples, but the colon was cut. The procedure was converted from a laparoscopic procedure to an open one.

Manufacturer narrative:
The mfg work instructions have been changed to include another check for the presence of staples. The entire lot of product was re-inspected for the presence of staples; all were found to have staples present.